Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received (B)(6) 2020. It was reported that the patient had no intention of further surgical intervention and the MRI suite had agreed to proceed with MRI. The patient did not want additional surgery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that 2 pmrs occurred, but the issue did not resolve. The patient wasn't interested in surgery to remove the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the ins was overdischarged. No further complications were reported. Additional information was received from the rep. It was reported that 2 60 minute attempts were made to bring ins out of overdischarge. Issue was not resolved and a replacement is required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was scheduled for replacement on (B)(6) 2020. No further information was reported.